Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. The patient was seen in clinic for follow up. A sampling of impedances was taken resulting in measurements in the low 100 ohm range. All other lead measurements were noted to be good and in range. The patient will continue to be monitored. There were no adverse patient effects. The system remains in service.